Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that: "the ibo / ibode team in the orthopaedic unit encountered a targeting problem during a gamma nail procedure. The ancillary equipment has been sequestered pending receipt of the instruments, as it is unusable in its current state."

Manufacturer narrative:
Please note correction to sections d9/h3 (the device was not returned), h6 (clinical signs and health impact codes). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that: "the ibo / ibode team in the orthopaedic unit encountered a targeting problem during a gamma nail procedure. The ancillary equipment has been sequestered pending receipt of the instruments, as it is unusable in its current state." 4/24/2024 - additional information received: problem detected during surgery. Procedure completed successfully, but by freehand distal aiming. Elderly patient, extended procedure. Procedure lengthened by at least 30 minutes. Patient adverse consequences: larger distal incision than percutaneous incision.